Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the lesion was in the left anterior descending artery. Prior to the attempt to insert the stent delivery system (sds) into the sheath, the stent implant fell off the balloon. The sds was not used on the patient. Another vision stent was used successfully to complete the procedure. There was no clinically significant delay in the procedure reported due to the device issue. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation noted that the rx vision stent delivery system (sds) was returned without blood and contrast visible. The stent implant was undamaged and loose on the tightly-folded balloon, which is inconsistent with the reported stent dislodgement off the balloon. Follow-up noted that the account replaced the dislodged stent onto the balloon prior to return. The protective sheath was not returned. The measured crimped stent outer diameters were oversized and did not meet manufacturing criteria. However, it is possible for the crimped stent to expand as it travels over the balloon tapers during dislodgement or also from handling to replace the crimped stent back onto the balloon. It cannot be determined if the returned crimped stent is representative to its crimped state upon manufacturing and lot release. There were crimp marks on the balloon between the markers, suggesting that the stent may have been crimped properly during manufacturing. All stent delivery systems are 100% inspected for stent damage, balloon damage and proper crimped stent outer diameters. Additionally, for lot release testing, a sampling of units is destructively tested to verify crimped stent outer diameters and crimped stent movement. A review of the lot history record for the reported lot revealed no nonconforming material records, indicating all lot release testing results met specification. Also, a query of the complaint-handling database revealed no other incidents reported for the reported lot. Overall, it is possible that handling during removal of the protective sheath or preparation for use contributed to the reported stent dislodgement; however, this cannot be confirmed. Although a conclusive cause for the reported stent dislodgement cannot be determined, there is no indication of a product quality deficiency.